Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 480 mg/dl. The customer had symptoms such as vomiting and treated with insulin pump. Customer reported that the high blood glucose is due to bad insulin. Customer declined to troubleshoot for the insulin pump because they believe it due to the insulin. The insulin pump passed the high-pressure test. Customer was advised to change the infusion set. The product was not returned for analysis.